Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the entire device system was explanted due to an infection at the pump pocket. During surgical observation on the date of explant, there was a purulent liquid seen. It was indicated that the event was life-threatening and resulted in in-patient or prolonged hospitalization and the necessitation of medical or surgical intervention. The event was reportedly possibly related to the device or therapy, but unlikely related to the implant procedure. At the time of report, the event was ongoing. The device system was used to deliver lioresal. The next day, it was reported that the pump and catheter had been infected and were subsequently removed. Eight days later, it was reported that, as of (B)(6), the event had resolved without sequela.

Event description:
It was later reported that the patient was switched to oral lioresal at the time of the explant on 2013-(B)(6).